Event description:
Odin technologies currently has an open low magnetic field MRI device (0.12 tesla), which has been 510 (k) cleared by the FDA, being utilized under irb approval and oversite for intraoperative use. On 8/6/2000 it was reported to co that a neurosurgical resident at one of these sites, who had been present during 3 or 4 procedures when the device was used, had a miscarriage in approx the 8th week of her pregnancy. Two weeks prior to the event, when she began to work with the system she completed the "mr screening form" in which she stated that she was not pregnant. Completing this form is a prerequisite to working with the system. On august 10, the principal investigator was contacted and he reported that her medical condition is satisfactory and no add'l treatment was required.